Event description:
The intra-aortic balloon pump would not flush or measure pressures. The patient was taken to the cath lab where the balloon and sheath were removed and replaced. The replacement intra-aortic balloon functioned normally.